Manufacturer narrative:
The serial number was not provided. The lens remains implanted. Citation: mehta n, goldberg ra, shah cp. (2014). Treatment of dystrophic calcification on a silicone intraocular lens with pars plana vitrectomy. Clinical ophthalmology (auckland, n.z.). 8. 1291-3. Device evaluation: the device was not returned for analysis as the lens remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient underwent the bilateral phacoemulsification and a three-piece clariflex intraocular lens (iol) was implanted in her right eye. Nine (9) years later, the patient reported decreased vision in her right eye, visual acuity was 20/100. Examination revealed dystrophic calcification on the posterior surface of the right intraocular lens. A yttrium-aluminum garnet (yag) capsulotomy was unable to clear the calcification and the patient''s visual acuity remained unchanged. The yag procedure was attempted 2 years later, and was unsuccessful. The dense calcium deposition on the posterior surface of the lens was removed using the pars plana vitrectomy (ppv). The patient received a standard postoperative regimen of antibiotic and steroid eye drops. Following the vitrectomy procedure, immediate improvement in vision was reported by the patient. One day post-op, visual acuity without correction was 20/25 and the central optic was clear of dystrophic material. At 1 year post-op, no material had accumulated on the central optic and the patient's vision remained stable at 20/25. No further information was provided.